Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent under-sensing at times, possibly triggering atrial tachycardia/atrial fibrillation (at/af) device classified termination of at/af event in progress. It was also reported that the right ventricular (rv) lead exhibited chronically low r-waves and under-sensing during atrial episodes. Both the ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent under-sensing at times, possibly triggering atrial tachycardia/atrial fibrillation (at/af) device classified termination of at/af event in progress. It was also reported that the right ventricular (rv) lead exhibited chronically low r-waves and under-sensing during atrial episodes. Both the ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.